Manufacturer narrative:
H.6. Investigation: 2 photos were returned for investigation. The 1st photo shows 1pcs used sample and top web with batch #(B)(4). The 2nd photo shows peelback on catheter tip. Used sample was returned and subjected to visual inspection. Peelback was observed on the used sample. The complaint is confirmed and product is out of specification. The probable root cause of peelback could be due to tubing material. CAPA #(B)(4) was issued to review the tubing material. No qn was raised and no abnormality observed that could have influenced the issue during DHR review.

Event description:
It was reported that bd neoflon¿ IV cannula catheter tip was deformed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: before use, the catheter tip was deformed.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ IV cannula catheter tip was deformed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: before use, the catheter tip was deformed.